Event description:
It was reported that the device was contaminated. A 3mm x 12cm interlock embolic coil was selected for use in a trans-arterial chemoembolization (tace). During preparation, the coil was being flushed by the technician. However, it got contaminated. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Unit returned with its original pouch batch 25004912, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection revealed that a pusher wire, coil and introducer sheath were returned for this complaint. The pusher wire was out of the introducer sheath, and it was kinked. The introducer sheath was inspected, and no anomalies were noted. The main coil was inspected, and no anomalies were found. Microscopic inspection revealed that the pusher wire's proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. The main coil revealed that the zap tip has a smooth surface and the interlocking arm was inspected, and no anomalies were noticed. Dimensional inspection revealed that overall dimension (od) of the distal solder joint, mid solder joint, distal tfe and proximal tfe were within specification while for the main coil, the zap tip (od), primary coil (od) and the number of fiber bundlels were within specification .

Event description:
It was reported that the device was contaminated. A 3mm x 12cm interlock embolic coil was selected for use in a trans-arterial chemoembolization (tace). During preparation, the coil was being flushed by the technician. However, it got contaminated. The procedure was completed with another of the same device. No patient complications reported.